Event description:
It was reported that the colonovideoscope had scope communication error 030. The event occurred during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: circuit board unit in scope connector was dirty, plug unit was dirty, nozzle has foreign objects and light guide lens has corrosion. A root cause could not be identified. Based on the results of the investigation, a probable root cause of the event scope communication error 030, circuit board unit in scope connector was dirty, plug unit was dirty and nozzle has foreign objects could not be identified. Based on the results of the investigation, most probable cause of the event light guide lens has corrosion was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.